Event description:
It was reported that the patient developed a small left pneumothorax after implant. The patient was asymptomatic, but was hospitalized overnight for observation. The pneumothorax was resolving upon discharge the next day and no intervention was taken. The leads remain in use. The patient is a participant in the adaptreponse clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.